Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement an abscess was found around the device. The surgeon suspected the abscess to be a possible infection. Additionally, during the battery replacement, high impedance was observed. The surgeon attempted to troubleshoot by re-inserting the pin. Upon inspection, the surgeon identified a small hole in the lead and suspected the hole to be the cause of the high impedance. After discussion, the surgeon decided to abort the replacement surgery, remove the newly placed generator, and explant the lead. (It was noted that only a portion of the lead was explanted.) The patient's full revision would be scheduled once test results are received on the observed abscess. The patient had been prescribed medication for the suspected infection. Device history records were reviewed for the generator and lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. MFR. Report#: 1644487-2023-00548 will capture the reported high impedance. This report will capture the reported infection. Device evaluation is not necessary because the return and evaluation would add no value to the investigation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Response was received that the reported infection was confirmed negative by the culture samples and that the suspected infection was an inflammatory reaction. In addition, the physician did not believe the inflammatory reaction to be related to the observed high impedance. A response from the explant facility was also received noting that the explanted products were not available for return. Implant card was later received reporting that the patient had a full system revision. No other relevant information has been received to date.